Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. From the information received and the analysis performed regarding this case, the root cause of this event was due to a leaking mixer valve caused by ageing of the component (13 years operational). In consequence (correction) the mixer valves and the inspiratory valve were replaced. There was no patient or user harm reported.

Event description:
Tf 5505 + tf 5507 during ventilation, patient involved.